Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient experienced a diminished quality of life and physical function, extreme pain in her hips, physical pain and impairment, limited range of motion, problems walking, pain in the buttocks. Doi: (B)(6) 2007, dor: none scheduled at this time (left side). Doi: (B)(6) 2009, dor: none scheduled at this time (right side). Patient is a resident of (B)(6). Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated for the right side. There is no new information that would change the outcome of the investigation. Update: ((B)(6) 2012) - patient fact sheet was received. The dor has been updated for the right side. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 (right side). Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received (B)(6) 2012, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The correct dois and dors are as follow based upon sticker sheets and op reports: right hip: doi: (B)(6) 2007 - dor: none reported. Left hip: doi: (B)(6) 2009 - dor: (B)(6) 2012. Right hip: doi. Not a new complaint. This is an update for (B)(4), (B)(6). Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain. As pain is the only reason for revision given, per depuy complaint handling procedures, all revised products are being reported. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised to address fluid, pseudotumor, elevated metal ion levels, and metallosis. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.